Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any portion of the plastic tip down by the jaws fall off? If yes, did this portion fall into the patient? If the piece fell into the patient was it retrieved? What is the current patient status? What type of procedure was the device used in?.

Event description:
It was reported at charging the clamp, surgeon saw white powder on it. The plastic tip on the clip is a little bit broken and deteriorates.

Manufacturer narrative:
(B)(4). Batch # p92z6y. Device analysis: the analysis results found that an er420 device was returned outside its package and with no damaged in the external components. Upon visual inspection of the device a foreign matter was observed to be on the shrouds and it was confirmed to be lubricant, which is applied to the instrument during manufacturing process. This condition is most likely related to the manufacturing process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did any portion of the plastic tip down by the jaws fall off? No what is the current patient status? Good what type of procedure was the device used in? Laparoscopic sleeve gastrectomy.